Manufacturer narrative:
Concomitant product(s): dtmb1q1 ICD, implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead moved out of the posterior lateral branch back to the ostium of the coronary sinus. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.